Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the tip of the blade/screw guide sleeve was discovered bent inward when about to be used. This caused the measurement of the trochanteric femoral nail advanced (tfna) helical blade to be shorter than normal prior to implantation during open reduction and internal fixation (orif). The surgeon made an adjustment to ensure the correct length of the blade was chosen. There was no allegation against the trochanteric femoral nail advanced (tfna) helical blade. There was no surgical delay. Procedure outcome was successfully competed. Patient outcome was successful with no additional time added. Concomitant device reported: unknown trochanteric femoral nail advanced (tfna) helical blade (part # unknown, lot # unknown, quantity # 1). This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The blade/screw guide sleeve (p/n 03.037.017 lot 9620447) was returned and received at us cq. A visual inspection was performed. The shaft of the guide sleeve was observed to be slightly bent and off-axis. Additionally, the distal alignment tab was bent inwards and various nicks and dents were observed on the instrument. No other issues were identified with the returned components of the device. The received device was manufactured at the bettlach site and released to warehouse (B)(6) 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint is confirmed for the received blade/screw guide sleeve (p/n 03.037.017 lot 9620447) as the shaft of the guide sleeve was observed to be slightly bent and off-axis. Additionally, the distal alignment tab was bent inwards and various nicks and dents were observed on the instrument. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces and/or heavy hammer blows. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part: 03.037.017. Lot: 9620447. Manufacturing site: bettlach. Release to warehouse date: (B)(6) 2015.